Event description:
Pt on propofol gtt. The rn primed new medication with new tubing. The lower clamp was closed. Propofol placed in pump (with green sticker) and programmed to run. Propofol coming out the second lower port on tubing around curso cap into floor. No alarm on pump (usually downstream occlusion when clamp it forgotten to be open) because the medication was coming out of port. There was no harm associated with this event.